Manufacturer narrative:
(B)(4). The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation out of the package, not used. Visual inspection revealed that the white roller was missing which goes in the long blue clamp that clamps the tubing open and closed. The roller was not inside the packaging. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a clearlink continu-flo solution set was missing the white roller wheel. This was noted while the set was still in the overpouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.